Manufacturer narrative:
D4 (experiation date); unk no serial number reported. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly, "one day post-op has refracted to -5din one eye and -2d in the other," icl vaults are normal." The surgeon stated, "it was due to miostat... Patient is now plano 20/20."